Event description:
Later, the lead was received into product analysis lab. Product analysis testing is underway. No other relevant information has been received to date.

Event description:
Later it was reported that the patient underwent a full revision due to the high impedance. The suspect product has not been received to date.

Manufacturer narrative:
Supplemental MDR #3 submitted via emdr on 11/11/2025.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
Later, a response to the manufacturer's outreach attempts to the physician was received by the manufacturer. It was determined that the increase in seizure rate reported was below the patient's pre-vns baseline level. The increase in seizures was noted to be related to this high impedance condition.

Manufacturer narrative:
B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission. H6. Adverse event problem codes; corrected information; initial MDR inadvertently omitted information known prior to submission.

Event description:
Per clinic notes, it was reported that the patient had experienced an increase in seizures with the high impedance condition present.

Manufacturer narrative:
B6. Relevant tests/laboratory data, including dates; corrected information; supplemental MDR #1 inadvertently omitted information known prior to submission.

Event description:
Later, product analysis of the lead was completed. The analysis confirmed the fracture condition reported. Additionally, fluid leaks and corrosion of the lead was identified. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen in clinic with high impedance and low battery. The patient's generator position will also be revised. The current implant position is deep into the axilla. The patient is also often requiring lifting assistance which requires manipulation and force underneath the arms. The surgeon plans to place it more anteriorly in the chest as a result. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.